Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, externalized conductors were observed via fluoroscopy. The electrical parameters were good before and after the replacement of device. Lead remains implanted. Patient's condition is good.